Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The numbers on the insulin pump kept scrolling when she attempted to insert her blood glucose. If a button was pressed the numbers would slow down but when she let go of the button the numbers ramped up quickly. Customer's blood glucose level was 193 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.